Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, correction/additional information, device evaluated by manufacturer - additional, device code - correction.

Event description:
The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed testing. A pairing test was performed and the test failed. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's wife stated values were 50 points off. At the time of contact, no injury or medical intervention was reported.